Event description:
The account alleges that the pt position mode would arm, but did not alarm. A pt fell out of the bed. No injuries were reported.

Manufacturer narrative:
The tech discovered that the scale had not been zeroed out. The tech zeroed out the scale, and the pt position mode functioned as designed. The tech in-serviced the account's staff showing that the scale must be zeroed prior to a pt being placed in the bed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.